Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported: when advancing the coil into the base catheter the coil was not coming out of the distal end of the base catheter. The pusher wire was almost hubbed and the dense coil was not showing on the screen. The physician was manipulating the coil in order to try and get it placed in a certain spot. The coil did come out of the catheter but not completely before it prematurely deployed. The device seems to have unraveled as small wire seemed to be coming out of the distal end of the catheter. The coil was removed because it was in a high flow vessel and physician didn't feel comfortable of the placement of coil that was hanging out. The coil was removed with back suction on the catheter with a syringe and they pulled the whole system out. As they had already placed an amplatzer plug and one coil which seemed to slow it down, the procedure was done at that point. There was no patient impact or injury.

Manufacturer narrative:
Investigation conclusion the investigation of the returned coil system found the implant separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional incident information was received. Please see h6 and h11.